Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed and there was a blockage in the cartridge. A cartridge change resolved the issue. Customer's blood glucose was 120-144 mg/dl.